Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 600 mg/dl at the time of incident and current blood glucose level was 600 mg/dl. Customer not feeling ok to trouble shoot. Two nurses assisted customer to deliver bolus. Customer was using auto mode feature on the insulin pump. Customer declined trouble shooting for hyperglycemia. The device will not be returned for analysis.